Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 400 mg/dl and 177 mg/dl. The customer did not mention any symptom related to high blood glucose level. The customer did not mention any treatment related to high blood glucose level. They reported that the customer's meter was not getting linked to the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.